Event description:
The pt was revised because of poly wear of the insert and the ankle was in varus. It was noted that the ligament was damaged.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the lot numbers required to review the device history records was not provided. Provided info states the pt blew out the ligament on the lateral side, ankle in varus. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.